Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: a luer cap was received on the guidewire luer. The balloon size for this product is printed on the hub and identified the returned sample as a 6mm x 4cm balloon. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. Additionally, two kinks were noted 5.75cm and 34.9cm from distal tip; however, upon review of the preliminary photos, the manner in which the device was packaged for return may have contributed to the additional kinks. No additional kinks were noted by the user. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house .035" guidewire, and it was unable to pass the kink at 34.9cm without issues. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The device was examined under magnification, and a partial circumferential break was noted at the glue joint. Therefore, the investigation is confirmed for a break. As the device was unable to be fully functionally tested due to the break, the investigation is inconclusive for the reported inflation issue. It is likely the outer catheter break at the glue joint contributed to the reported decrease in pressure during inflation of the device. However, he definitive root cause for the break could not be determined based upon available information. It should be noted that per the reported event details, the user was using a 5fr sheath. Per the instructions for use (IFU), it states, "the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label." The listed sheath size for this product is 6fr. It is unknown if the use of a smaller sheath size contributed to the reported or identified issues. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the radial vein, the pta balloon allegedly decreased in pressure during the first inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.